Manufacturer narrative:
The field service engineer (fse) visited the facility and examined the system. No cultures of the sys were taken. The fse decontaminated the sys, replaced the carbon bridge, replaced all of the electrodes and tips, rebuilt the ration pump and rebuilt the vacuum/pressure pumps. Although several parts were replaced and this measure may have resolved the problem, a clear root cause could not be determined; accordingly, no conclusion can be drawn. This reportable event was identified during a retrospective review of complaints conducted between (B)(4), 2008 and (B)(4) 2010 for add'l reportable events.

Event description:
Customer reported that erroneously low sodium results were generated by the unicel dxc 800 synchron system. The erroneous results were detected by the operator by monitoring the anion gaps and delta checks. No erroneous results were reported out of the lab. The sys was recalibrated, quality controls run and the samples retested and the sys returned to normal operation. There are no reports of any adverse events or need for medical intervention to prevent or preclude serious injury.